Manufacturer narrative:
All buttons were functioning properly. However, corroded keypad traces were found. The insulin pump was received with a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, a broken belt clip slot, cracked battery tube threads, a cracked display window, a cracked reservoir tube window, and a cracked reservoir tube.

Event description:
It was reported that the customer had a keypad anomaly and all buttons were unresponsive on the insulin pump. Customer was trying to perform a bolus and found there was condensation under the display. Customer will discontinue use of the pump and follow the health care professional's instructions until the replacement arrives.